Event description:
The pt received a primary total knee replacement in september of 1995. Follow up x-rays at clinic, revealed that the screw holding the insert has backed out and was floating in the knee joint. A revision surgery was performed.

Manufacturer narrative:
Summary of evaluation:the information provided, including the medical opinion implication that the implanting surgeon had not properly torqued the locked screw, and the examination results suggest that this event is not device related, but rather is asociated with insufficient torque being applied to the screw in the baseplate.